Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4 with mitral annular calcification and a short posterior leaflet. It was noted that imaging was poor. A ntw clip was placed on the valve. Post deployment, a single leaflet device attachment (slda) was noted on the posterior leaflet. Another clip was implanted lateral to it. The physician believed they may have grabbed chordal structure which may have contributed to the slda. It was additionally noted that the mitral valve gradient had increased from 3mmhg to 6mmhg. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the entrapment of device (clip becoming caught in chordae/anatomy) resulting in single leaflet device attachment (slda) was related to user technique/procedural conditions as per the physician some chordae structure was grasped with the leaflets during clip implantation. A cause for the mitral stenosis cannot be determined. Mitral stenosis is a known possible complication associated with mitraclip procedures. Unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.